Event description:
It was reported that externalized conductors were noted when an asymptomatic patient presented for upgrade to biv ICD procedure. No electrical anomalies were noted and the lead was capped and replaced. Patient is in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.